Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient¿s daughter stated the patient was not warned by the continuous glucose monitor (cgm) that her glucose levels were low because the transmitter failed. The patient started feeling dizzy and passed out. She remained unconscious until her daughter came to visit. An ambulance came to the home after the daughter called for it. No blood glucose (bg) testing value was available since the patient was unconscious and neither she nor her daughter remember the bg value the paramedic took. Fast acting carbs were given by the paramedic until the patient was stable again; she was not taken to the hospital. She was stable and feeling well at the time of the report later the same day. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.